Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had blood glucose (bg) level of (55 mg/dl) the customer drank apple and orange juice to stabilize bg level. Reportedly, the customer's body seems to run low in the mornings and is working with the health care provider (hcp) on factors that may affect bg level.